Event description:
The customer reported having high blood glucose, and he requested a replacement of the insulin pump. The customer stated that he is going to the hospital. The customer stated that he treated his high glucose with a manual injection prior calling, but his glucose level did not decrease. Troubleshooting was performed and ran a fixed prime test. Advised the customer to contact his doctor and get treatment to lower his glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.